Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved following explant surgery. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The explanation of this device is followed under MDR # 3006556115-2023-00148. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain with and without device use. The recipient was reportedly hospitalized several times over the past 3 years for pain. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.